Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their implant went completely 'dead' and would not start back up and the issue began maybe a year or two after getting implanted. Patient met with the representative several times to restart the implant but the issue did not resolve. Patient needed an MRI because they were having stroke like symptoms and seizures. Patient mentioned the cat scans were not showing enough. Patient mentioned this was an urgent matter due to having several really bad seizures and they were showing signs of a stroke. Patient was stuttering and the right side of their body was not working correctly. Patient developed pseudotumor cerebri and they had a shunt to drain the fluid off their brain. Patient had several mris with their implant in recent years. Patient just had three mris about the last six months with no issue whatsoever but the hospital downtown would not allow them to have an MRI because they were not MRI compatible. Agent reviewed MRI compatibility; patient confirmed their implant and lead were still implanted. Agent reviewed with patient that the implant could not be restarted or put into MRI mode. Agent reviewed information and redirected patient to their healthcare provider to further address the issue. Agent reviewed with patient to consider removing the implant and lead and offered physician listings but patient mentioned this was an urgent matter for them.